Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl at the time of incident and treated with manual injection then blood glucose went low 330 mg/dl however current blood glucose level was 331 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and not using auto mode feature on insulin pump. Customer experienced symptoms such as vomiting as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had insulin flow blocked alarm, customer was advised to perform high pressure test and customer declined to perform test. The insulin pump will not be returned for analysis.